Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported events of difficulty to advance, damaged component, and vessel damage. This event is most likely user-related due to off-label aorto-iliac structure. Procedure related harms and the final patient status were not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Remove data. Conclusion code - remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During an initial procedure, an incident occurred during an aiod + aortic ulceration case. During delivery of the bifurcated stent, the sheath came back and wouldn't track any further. The physician advanced the device and sheath together. The physician experienced difficulty advancing and orienting the afx bifurcation. The afx bifurcation was positioned then deployed as expected. Upon removal of the device the physician felt the sheath concertina and elected to remove the stent and sheath together. Upon removing the device, damage of the sheath was observed with what appeared to be a portion of the intima removed as well. As of the date of this report, there have been no additional patient sequelae reported. No further information is available at this time.